Manufacturer narrative:
Service was dispatched on the same day of the event however the issue got resolved prior to the field service engineer (fse) arriving on-site. A clot was obstructing the probe waste and the customer was able to clear the obstruction. Customer verified the repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak underneath the drip tray for the blood sampling valve (bsv) in the coulter lh 780 analyzer. The leak appears to be clenz. The user was not exposed and was wearing proper ppe. No injuries occurred and medical attention was not sought.